Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order 1464196 were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void in valve on side out specification, per (B)(6) this observation has no relation with the reported event. A review of the current risk documents was performed and the event of air voids between valve and shell is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only (B)(6) 2020) no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and particles in the valve. A leak test was performed and found and opening on the device. A microscopic analysis was performed which identified two striated opening on the device and a workmanship per void in the valve. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is two striated edge openings on the anterior/posterior sides assessed as surgical damage, and an observed air void in the valve which is considered a workmanship.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.